Event description:
Related manufacturer reference number:1627487-2022-01541, 1627487-2022-01540. It was reported one of the patient's leads had migrated and the ipg has flipped in the pocket. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2022-01541, 1627487-2022-01540. Additional information was received wherein the scs system was explanted and replaced to address the issue.